Event description:
Customer reported a crack on their reservoir window. The insulin pump passed the operation test and self test. No additional information provided.

Manufacturer narrative:
Unit received with cracked case at lcd display window and reservoir tube. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.